Event description:
As reported a ce perimount 27mm mitral valve required a valve in valve after an implant duration of approximately 15 years due to severe regurgitation and moderate stenosis. A sapien xt 29mm was implanted successfully. No additional information was provided

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.